Manufacturer narrative:
The dispatched fse could confirm the reported ventilator failure and could trace it back to a malfunction of the device's vacuum pump. This pump generates an auxiliary vacuum pressure which is used for actuation of the valves that control the ventilation and for keeping the diaphragm of the ventilator in place during piston movement i.e. To avoid it's wrinkling. If the vacuum pressure is out of range the device is designed to shut down automatic ventilation to avoid serious damages to the ventilator unit. The pump was replaced which has put back the device into fully operable condition again. Log file analysis provided by the manufacturer and lab testing of the replaced pump fully confirm the validity of the initial expertise - as soon as the user activated automatic ventilation during the concerned procedure the vacuum pressure was measured out of range and a shutdown of machine ventilation was forced. As confirmed by the report the user was alerted to the shutdown by means of a corresponding alarm. Manual ventilation with the built-in breathing bag remained possible. The field failure rate of the pump is subject to continuous monitoring by the responsible quality board. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2020-00287.

Manufacturer narrative:
The investigation is still on-going. The results are provided within a follow-up report.

Event description:
It was reported there was a ventilator failure. No patient injury reported.